Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Remains implanted in the patient.

Event description:
It was reported that approximately 69 months post-implant of a bifurcated device, and two suprarenal aortic extensions a proximal type I endoleak was identified on a computed tomography scan. The patient was treated with additional suprarenal aortic extension, which successfully corrected the endoleak. Reportedly, the patient tolerated the procedure well.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Nursing notes were provided and review by a clinical representative. The review indicates that the possible causes of the endoleaks are poor graft apposition to the aortic wall or iliac vessels, improper sizing of the stent graft or aneurysmal disease progression. In this case, there are insufficient records to determine a root cause for the reported endoleak. A manufacturing record review was performed and the lot met all release criteria with no related issues and deviations that explain the reported event. The lot usage history shows that no other units from this lot have been involved in similar events at this time. Corrected data: contact office - corrected.